Event description:
When checking my glucose, I received very different readings when testing from two different fingers within a min. I first tested using blood from my middle finger and the meter returned a glucose measurement of 187. As this is an atypically high reading for me, I stuck my ring finger and received a reading of 154. The following day, I had the same experience. This has happened sporadically over the past 6-8 months. This is the first time it has happened on consecutive days, though.